Event description:
It was reported that prior to a stent placement procedure, the release part of the stent allegedly broke. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the sample was returned for evaluation. Based on the condition of the sample, the reported damage of the stent delivery system is confirmed. The handle of the delivery system was found broken due to external force. Photos of the device and its outer card box were previously provided, showing the device in the same condition as received at investigation site. Based on a photo, the outer card box of the device was not damaged. Based on evaluation of the device sample returned as well as the photos provided, the reported damage of the stent delivery system is confirmed. The handle of the delivery system was found broken due to external force. However, a definite root cause for the reported event could not be determined. Labeling review: the relevant labeling supplied with this product was reviewed. The potential risk associated with the reported issue was found to be addressed; the instructions for use states: "examine the stent system to ensure it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used." H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510k number for the lifestent vascular stent products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a stent placement procedure, the release part of the stent was allegedly broke. There was no patient contact.